Event description:
It was reported the patient stated he never received effective stimulation coverage from his scs system. In addition, the patient reported his legs feel weaker with stimulation turned on or turned off since implant. Subsequently, the patient will undergo surgical intervention as the next course of action. The event date is unknown.

Event description:
Follow-up information revealed the patient underwent surgical intervention on 05/05/2015 where his entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.